Event description:
Due to an error during priming of the homechoice set, a home pt reported having been infused with air during their automated peritoneal dialysis therapy. Reportedly, the home pt was using the integrated homechoice set for the first time and inadvertently did not unclamp the pt line of the homechoice set prior to prime. After priming was complete the pt connected their transfer set to the pt line of the homechoice set and attempted to perform their initial drain. The home pt was unable to drain and subsequently contacted baxter's technical service center who assisted the home pt in bypassing the initial drain to go to fill 1. The home pt was also unable to fill as the pt line was still clamped closed. After noting this the home pt unclamped the pt line and began filling. During the fill they began experiencing both shoulder and abdominal pain. The home pt contacted baxter's technical service center 2 more times for assistance in performing manual drains. Reportedly, the pain gradually decreased as their therapy continued. By the end of therapy the pain had subsided with the exception of some abdominal soreness which was the result of an overfill (reported in MFR report no. 1423500-2004-00349). Per the home pt and the home pt's nurse, no pt injury or medical intervention was associated with this incident.